Event description:
Per the clinic, the patient experienced no auditory response or sound detection with device use due to migration of electrode array. The implanted device remains. Additional information has been requested but has not been made available as of the date of this report.